Event description:
It was reported to baxter (B)(4) that the fill port cap of one (1) ce intermate lv 100 device was observed to be missing. The problem was noted prior to product use and there was no patient involvement; therefore, there is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one unfilled unit was received by baxter for evaluation. Visual examination confirmed the fillport cap missing. The root cause was due to operator error during the manual fillport cap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.